Event description:
It was reported that the distal tip of the device was caught on the guidewire and would not advance further. In trying to remove the system from the pt, the tip of the device detached and had to be removed by a surgeon. The vessel was dilated to 8 f. The planned location was in an older, heavily calcified a/v access graft.